Event description:
The user indicated a malfunction of the device during placement, however based on the available information due to the response from cs the exact issue could not be identified. The malfunction did not cause or contribute to a death or serious injury.